Event description:
Excessive bleeding during routine aspiration and biopsy procedure in the posterior iliac crest which required admission to hosp for 24 hr observation to confirm no internal bleeding event occurred.

Manufacturer narrative:
Excessive bleeding is a known complication of bone marrow aspiration and biopsy procedures. Pt discharged from hosp the next day without any other negative sequelae.